Event description:
It was reported that an automated pd set with cassette leaked during peritoneal dialysis (pd) therapy. During troubleshooting, the technical service representative (tsr) reviewed proper procedures per user manual. There was no patient injury or medical intervention reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.